Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a past event via phone call indicating air bubbles in reservoir. Customer's blood glucose was unknown. Customer reported that air bubbles were on top of reservoir and were large bubbles floating around. Customer was educated on causes of air bubbles. Customer was advised to call back at time of incident.